Event description:
It was reported by service report that the legs would not lower when the cot was being unloaded from the ambulance. There was pt involvement; however, no adverse consequences were reported.